Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the quick coupling 5mm, handle is broken in pieces. It was unknown if there were any procedure and patient was involved. This complaint involves one (1) device. This report is for (1) handle with quick coupling. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 - date of device received. H6 - codes updated to imdrf codes. Visual inspection: the handle with quick coupling, small (part #: 311.43, lot #: unknown) was received at us cq. Visual inspection of the device showed that the handle was broken at the region proximal to the dowel pin. This is consistent with CAPA-005371 where the crack around the dowel pin would have led to the broken condition. Dimensional inspection: a dimensional inspection was not performed during this investigation as the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed through CAPA-005371. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed: 311_43 rev r. 311_43_3 rev f. The diameter and tolerance of the bore hole in the handle was changed from ø4.4 mm +0/-0.05 mm in drawing# 311_43_3, rev. E to ø4.5 mm +0.05/-0 mm in drawing# 311_43_3, rev. F. Additionally, the diameter tolerance of the dowel pin hole in the handle was changed from ø2 mm +0/-0.3 mm in drawing# 311_43, rev. M to ø2 mm +0/-0.02 mm in drawing# 311_43, rev. N. These changes were made due to CAPA-005371 and are relevant to the device condition. CAPA-005371 was launched on 03 nov 2015 to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press-fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated through action activity# (B)(4) and the design updates were deemed effective through effectiveness action# (B)(4). Hhe-2015-068 determined the risk levels associated with a cracked complaint condition were low and medium and determined that an update to the risk documentation was required, which was done through CAPA-005371. The CAPA investigation determined that a new, limited scope dcrm would be created through action activity# (B)(4) to document the occurrence rates, severity levels, and harms for device 311.43. The new dcrm (windchill# (B)(4)) was approved and released on (B)(6) 2017. Investigation conclusion: the complaint was confirmed for the received device as the instrument was received with a broken handle at the dowel pin region. A valid design defect was identified as the root cause of the cracked condition. CAPA-005371 was launched to address the design defect and was closed on (B)(6) 2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.